Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.